Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was displaying a blank screen. The screen was blank during unknown phase/cycle of dialysis. The patient pressed the ok, stop keys, and touched the screen but screen remained blank. The ok and stop keys did not make any sound when pressed. The reported issue is not a result of the supplies. The patient does know how to perform capd/manuals and has supplies for "a lot" of days. The fresenius technical support representative issued a replacement and advised to retain the gateway and the iq drive. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment on the cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.